Manufacturer narrative:
H10: the customer replaced power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device would not turn on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states during set up unit, does not turn on. Power led is illuminated when connected to ac power, but unit does not power on. The customer verified the 24volt dc is coming out of the power supply and going into the power management (pm) printed circuit board assembly (pcba). The rse recommended replacing the pm pcba.